Manufacturer narrative:
Follow-up # 1: date of submission 10/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: a review of the pump black box data revealed no evidence of a 128-fxxx alarm. It did show a replace battery alarm, short battery life and multiple reboots. There was evidence of moisture contamination inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The battery compartment was observed to be cracked in the thread area and below the grip pad. The returned battery cap secure properly to the pump. The pump case was removed and there was no evidence of additional moisture or loose components inside the pump. For investigation, a fully charged battery was installed, but due to moisture contamination inside the battery compartment, a low battery warning and replace battery alarms occurred. The current draws were within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.